Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco tip broke during a cataract procedure. The phaco tip was replaced and the procedure was completed without harm to the patient. Add'l information and product sample have been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two phacoemulsification tips samples were returned for evaluation. Sample 1: a visual inspection of the phacoemulsification tip was performed and was deemed nonconforming. The phacoemulsification tip is broken across the aspiration bypass hole and the break area is jagged. The wall thickness is good at the break area. The distal section of the tip in front of the broken location was not returned. Wear is present on the threads, back of flange, and nut corners. Sample 2: a visual inspection of the phacoemulsification tip was performed and was deemed conforming, except for visual attributes from being use. Wear is present on the threads, back of flange, and nut corners. The bottom of the bevel has some wear. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The complaint does confirm the one phacoemulsification tip is broken and the second tip met specifications. However, the exact cause for the broken phacoemulsification tip cannot be determined from this evaluation. Possible causes for phacoemulsification tip breakage is from a machine parameter not appropriate for the tip configuration, tuning without water flow, occluded tip, thin cannula wall, or an improper sleeve installation. (B)(4).